Manufacturer narrative:
User error caused the event. The user placed the base in the wash 1 position. The customer identified the error and removed and correctly placed the appropriate containers. The customer contacted siemens healthcare diagnostics technical solutions center (tsc). The tsc instructed the customer to decontaminate the system. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Customer reported that the base solution was incorrectly positioned in the wash 1 position of the advia centaur xp system. Customer observed this event while attempting to calibrate for (B)(6) processing. Customer advised that an unspecified number of samples were run during this time period. Twenty- two patient results were affected. The results were reported out of the laboratory. The customer then repeated the samples on another system after becoming aware of the base - wash interposition. There were no reports of adverse health consequences or known patient intervention due to this event.